Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
(B)(4). Boston scientific received additional information from a clinical analysis report about the event in (B)(6) 2015. The patient's baseline atrial fibrillation changed suddenly into a wide complex rhythm causing the device to double count leading to inappropriate shock delivery. The report confirmed that the sense vector was reprogrammed from primary to secondary vector. The programmable therapy zone was raised to reduce the reoccurrence of double counting. The device remains in-service and the issue was considered resolved in late- (B)(6)2015. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received info that this local representative contacted boston scientific's technical services (ts). According to the local representative, the pt received shock therapy while using an electric heating pad. The pad was located on the patient's stomach at the time that the shock was delivered. The local representative was planning to send stored data from the device to ts for review. The episode was reviewed and ts noted that the qrs signal does not change and the amplitude gets smaller. The device exhibits double-counting which results in therapy delivery. It does not appear that this is the result of emi. Ts discussed the possibility of atrial fibrillation and/or atrial flutter that is conducted down to the ventricle. Other possibilities that could have impacted the amplitude of the qrs include pt posture changes. The shock impedance is on the higher side at 120 ohms. Ts discussed considerations if the sense vectors are reprogrammed and whether dft testing is performed following sense vector reprogramming. Ts explained that these considerations would be at the physician's discretion. Additionally, ts discussed observing sensing characteristics if reprogrammed in addition to analyzing the impact of postural changes and reviewing the s-ekgs at elevated rates via exercise activity. Boston scientific received info from the local representative that the sense vector was reprogrammed. The sense vector was assessed at various postures. The sense vector with all postures appeared normal and consistent. Additionally, the conditional zone was reprogrammed to 210 bpm.